Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a smart touch unidirectional catheter. During the procedure, the temperature could not be displayed. The catheter was changed. The procedure was completed with no patient consequence. Upon receipt, the catheter was visually inspected. Char was observed along with white foreign material at the tip dome. During a second visual inspection, these findings were not located. They might have gotten lost during decontamination or the shipping process. Further information was requested regarding the foreign particle found. However, it has not been available for bwi. Continuing with the visual inspection, peek housing and tip lumen transition had small open bubbles allowing some reddish brown material inside. Per this condition, an x-ray of the catheter was taken and it was noticed that the t bar slightly slid down getting caught at the tip. This condition may contribute to the peek housing damage observed due to the fact that the t-bar applied stress at that point while sliding down to the tip. Internal corrective actions have been opened to investigate the t bar issue and the peek housing issue. Per the char finding and the temperature issue reported, the returned device was evaluated for electrical resistance and the thermocouple test. The catheter failed during the thermocouple test. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a temperature problem has been verified. Internal corrective actions have been opened to investigate the t bar issue and the peek housing issue.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter, and the biosense webster failure analysis lab noted the returned catheter condition of foreign material found within the usable length of the catheter. It was initially reported that during the procedure, the temperature could not be displayed. The catheter was changed. The procedure was completed with no patient consequence. Since the ablation cannot be performed as there is no radiofrequency applied, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Therefore this issue was assessed as not reportable. The biosense webster failure analysis lab received the catheter and it was noted on (B)(6) 2015 that the tip dome proximal end had char, white foreign material and reddish brown (material. Also, the peek housing and tip lumen transition had small open bubbles allowing some reddish brown material inside. The white foreign material that was found within the usable length of the catheter has been assessed as a reportable malfunction. The awareness date is (B)(6) 2015. The char has been assessed as not reportable as char is a physical phenomenon of radiofrequency and can be the normal result of an ablation process. The presence of char on the electrodes do not represent a serious injury in itself nor is necessarily the result of device malfunction. The peek housing and tip lumen transition having small open bubbles allowing some reddish brown material inside has been assessed as not reportable as the catheter integrity was maintained and no internal components were exposed to the patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.